Manufacturer narrative:
The device is en route to the manufacturer for evaluation. When the device is received, a quality investigation will be performed and a follow up report will be filed.

Event description:
It was reported that the aseptic battery housing opened during a procedure, exposing the non-sterile battery. There are no allegations of adverse consequences associated with this event.